Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received results of 18.4 mmol/l and 5.5 mmol/l within 10 minutes on the mobile system. The customer felt faint and dizzy with the reported results. She was given a glass of juice, and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device.